Event description:
It was reported that the patient experienced muscle stimulation and dizziness. On (B)(6) 2014, the patient was seen in the clinic and during interrogation, the atrial lead exhibited low impedance and noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.